Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine (25 mg/ml at 4.6875 mg/day), morphine (10 mg/ml at 1.7 mg/day), and dilaudid (400 mcg/ml at 75 mcl/day) via an implantable pump for non-malignant pain. It was reported that the company representative (rep) wanted to troubleshooting a pump that had not recovered post-MRI (magnetic resonance imaging). The patient had told the healthcare provider (hcp) that they were not getting great relief so the hcp ordered an MRI on (B)(6) 2021. The rep confirmed that today was the first time the pump was read post-MRI and the pump showed it was stalled since (B)(6) 2021. Technical services reviewed that the pump was likely in telemetry mode and asked if the patient had withdrawal; they confirmed the patient did not. The rep was seeing the patient tomorrow and would confirm if the pump recovered. They also stated the hcp did a dye study on (B)(6) 2021 for the patient's lack of relief as they were investigating all issues with the pump. At the time, the rep did not know the results of the dye study. The patient's weight was asked but unknown.  Additional information was received from the rep on (B)(6) 2021 who reported that the hcp interrogated the pump yesterday and it showed a motor stall recovery. Technical services stated that this confirms telemetry mode.